Event description:
Customer reported that the ventilator was cycling on a pt when the ventilator started to "pressure limiting" and activated the upper pressure limit alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The biomed discovered the expiratory pressure transducer was defective. The biomed replaced the defective expiratory pressure transducer, calibrated and performed functional checks. Ventilator passed all test and performed to all manfacturer's specifications.